Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Replacement product not sent to the customer at this time; unable to confirm product name or lot#. Most likely underlying root cause of malfunction: technique related (end user induced) - improper test method. Improper use of control solution; mishandled by end user. Manufacturer contacted customer on (B)(6) 2016 in a follow-up call in order to ensure the customer's condition since the initial call; the customer disclosed the her condition improved. Customer states she went to go see her ophthalmologist on (B)(6) 2016 to get her eyes examined due to putting the solution in her eyes. Customer did not tell the ophthalmologist what ingredients was in the solution but the ophthalmologist he reassured her it had nothing to do with ruptured vessel. A cough or sneeze could have caused it. The customer was told to continue putting her new eye drop neomycin polymixon-dexameta that she already had in her eyes every hour and in 3-4 days the redness should be gone. Customer discarded her expired eye drop. Ophthalmologist dilated her eyes on (B)(6) 2016 and examined them. There was no damage to her eyes from the control solution.

Event description:
Customer calling requesting information about the content of the glucose control solution that we manufacture, I provided customer information according to the control solution insert. Customer stated that two days ago ((B)(6) 2016) by mistake she confused a bottle of a control solution for her eye drops and applied it on her eyes. Customer explained that she did not feel anything in particular then customer stated she applied eye antibiotic and start burning and the eyes turned red, customer stated she checked the exp. Date on the antibiotic and it expired in 2013, customer went to the pharmacy and pharmacist told customer to flush her eyes with eye solution, customer followed pharmacist instructions but customer stated her eyes were turning more red so yesterday ((B)(6) 2016) she went to the emergency room and the doctor flushed her eyes with plain water and prescribe antibiotic ophthalmic neomycin for it. Customer stated she has no more burning sensation but still feel pain on the left eye and is pink, and no pain but red on the right eye, customer stated she has an eye doctor appointment today for a follow up. Also customer mentioned that two weeks prior this event she has been treated for an eyelid infection she is having I asked customer what is the name of the control solution she applied by mistake in her eyes, customer stated she does not remember because in her house she has three different meters, she is using a relion meter, her husband had a accu-check and her old meter was an true track, so she really does not know which control solution she use by mistake. She called because this number is the only one she had when she was using her true track years ago. I asked customer if she still have the bottle of the control solution, she stated she does not remember if she discard it or not, also customer stated that she had all her equipment mixed with her medication. I educated customer in how to prevent future accidents by separating her eye medication in a plastic container or (B)(6) bag and label it and how to separate her meter in use from the meters she is not using. Customer was satisfied with it. I also referred customer to call the other two companies she has meter from to find out what their control solutions are made of. Customer agreed.